Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp secondary medication set ¿did not run¿, indicative of a no flow event. This occurred during set-up and while the secondary set was attached to a non-baxter electromechanical pump. There was no report of patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.